Event description:
The following has been reported by the customer: multiple issues reported at the port site with this line- the common issue through these complaints appears to be the distal port. Unable to push medication through the port. Other issues include leaking at port filter and issues with the proximal port no adverse events reported. More information is needed to complete the investigation.